Manufacturer narrative:
Product in complaint was returned to zoll circulation on 07/15/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that the autopulse® unit was giving a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message with different mannequins. Customer attempted to reposition them, however the issue continued to persist. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the top cover was found to be cracked near the battery compartment. From the condition of the platform, the damage appears to have been due to wear and tear. Functional testing was performed and the reported user advisory 7 (discrepancy between load 1 and load 2 too large) message was observed upon power up of the platform. Further inspection determined the cause to be due to a single point load cell not functioning properly. A review of the archive was performed and although no ua 7 fault was observed on the reported event date of (B)(6) 2014, the data shows that the ua 7 fault occurred on other dates, including most recently on (B)(6) 2014. Based on the investigation, the parts identified for replacement were the top cover and single point load cell. In summary, the reported complaint was confirmed during functional testing as well as archive review. The cause was found to be a single point load cell not functioning properly. Following replacement of the damaged part and load cell, the device passed all testing criteria.